Manufacturer narrative:
A medtronic representative went to sites to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system did not boot. There was no patient present at the time of the issue.